Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated from the prevesical space to the inferior ventral to its original implanted position. The ipp was explanted. There were no patient complications.